Event description:
The customer reported to baxter (B)(4) of an unknown baxter administration set in which the nurse observed leakage of a total parenteral nutrition (tpn) solution after the infusion started. The set was being used with colleague infusion pump. When the tubing was unloaded, it was noticed that the tubing was "chewed and punctured". A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review cannot be performed since there was no lot number provided. The device used in reported condition is unknown; therefore, a us 510k number cannot be provided. If additional information becomes available, a follow-up report will be submitted.